Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a medical procedure in the vertebral artery using a neuron max 6f 088 long sheath (neuron max) and a guidewire. During the procedure, the physician experienced resistance while advancing the guidewire through the distal length of the neuron max. After completing the procedure, the physician retracted the neuron max out of the patient and found that it was damaged at the distal end. At this point, the procedure was already completed and no additional devices were required. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated: section b. Box 5. Describe event or problem. Evaluation of the returned neuron max 6f 088 long sheath (neuron max) confirmed that the catheter was damaged on the distal end and revealed a fracture. This type of damage typically occurs during removal from the packaging. If the packaging mandrel becomes loose from the packaging card, the distal tip may become pinned between the packaging mandrel and the packaging tube. Retraction of the device after becoming pinned will likely result in this damage and is likely what caused the damage noticed at the end of the procedure. The packaging card and mandrel were not returned for evaluation. Based on the reported complaint and the returned packaging condition, the root cause of this damage could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a medical procedure in the vertebral artery using a neuron max 6f 088 long sheath (neuron max) and a guidewire. During the procedure, the physician experienced resistance while advancing the guidewire through the distal length of the neuron max. After completing the procedure, the physician retracted the neuron max out of the patient and found that it was fractured at the distal end. At this point, the procedure was already completed and no additional devices were required. There was no report of an adverse effect to the patient.